Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 26.1. Hardware: iphone15.5. Cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had visited the emergency room with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached above 800 mg/dl while wearing the pod between 1 and 4 hours. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. The patient mentions that they have graves' disease, in which they feel that they often sweat their pods off. The pod was also leaking insulin. Symptoms reported include headache and feeling weak. The patient was treated with unspecified route of administration of unspecified fluids and insulin. The patient was discharged the following day, (B)(6) 2025. The pod was removed prior to the emergency room visit and was discarded.